Event description:
A surgeon reports dissatisfaction with pt outcomes. Add'l info provided by the surgeon indicates this pt received a bilateral custom lasik treatment. This report is for the left eye, the right eye is being reported under MFR report#: 1061957-2009-00059. Post-operatively, this pt exhibited a small overcorrection (.50 diopter) in the left eye. It is unk if the surgeon feels this pt is harmed/injured. Add'l info has been requested. The safety and effectiveness of lasik surgery has not been established and is not an approved indication for this device.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within spec during the time of this pt's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specs.